Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that during the interrogation, this device was found to have reached explant battery status in (B)(6) 2024. Premature battery depletion was suspected. Additionally, a signal artifact monitor (sam) episode was stored, showing the unknown manufacturer's right atrial (ra) lead had switched to the unipolar configuration due to an out-of-range impedance value. The device was planned for replacement within the week. No adverse patient effects were reported.